Event description:
Patient weighed before surgery. Patient's wool sweater touched the metal height bar. The rice lake standing scale made a loud spark and had some white smoke. Then the rice lake standing scale turned off. When the nurse turned it back on it had lines "slop". The patient did not sustain any injury.